Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was being upgraded. When the physician went to unscrew the right ventricular (rv) lead, it was noted to be very difficult to unscrew. Eventually, the physician was able to disconnect the lead. The physician thought that there might be an anomaly with the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.